Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, unexpected restart and failed battery test from the insulin pump. The customer's blood glucose reading was 576 mg/dl. The customer put in new batteries and kept getting failed battery test. The customer also had an off no power alarm and unexpected restart alarm. The customer could not use the pump because he received a low battery alert prior to the off no power alert. The customer's blood glucose is high because he did not have new batteries to put into his pump. The customer will go on backup syringes.